Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that a pre-implant balloon aortic valvuloplasty (bav) was performed using the 20mm balloon. Only one post-implant bav was performed using the 22mm balloon. The post-implant bav was performed because, per the physician, the first valve did not have enough space due to the calcified native aortic valve. The patient was rapid paced during the post-implant bav. Per the physician, the patient¿s heavily calcified native aortic valve contributed to the dislodgement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the first valve was under-expanded which required the balloon aortic valvuloplasty (bav).

Manufacturer narrative:
The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Four fluoroscopic cine loops of the valve load inspection, implant, and post-implant balloon dilatation (pid) were provided for review of the event described above. The first cine loop only contains a sequence shortly before the pre-balloon aortic valvuloplasty (bav), not showing the actual bav, but well demonstrating the severe calcification in the annulus / leaflet. Unfortunately, no cine of the actual valve deployment and embolization is available. Another image showed the embolized first evolut. During the procedure, two different size evolut-r valves were used (26mm and 29mm), according to the report provided. Another image showed the second valve in its final implant position and the embolized valve above. From the available footage, it¿s not possible to clearly tell which of the two valves has what millimeter (mm) size. Finally, the last image, showed a dsa (digital subtraction angiography) image focusing on the position of the first valve in relation to the brachiocephalic branch. The report¿s additional information stated that the first valve was under-expanded. This appearance is in accordance with a bioprosthesis constricted by severe native aortic valve calcification. With a radial force reduced by an under-expansion, this configuration may then well have facilitated the valve embolization during the post-bav. To prevent this from happening again, the implanters may then have selected a 26 mm evolut-r for the second valve. Although it cannot be determined conclusively if the root cause of the evolut¿s embolization was the severe native valve calcification with the information provided, this appears to be possible. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the patient¿s calcfied anatomy and post-bav are likely contributing factors. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, patient¿s calcified anatomy is likely a contributing factor of the frame expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta during a post-implant balloon aortic valvuloplasty (bav) using a 20mm vacs balloon. The physician then performed a second bav with a 22mm vacs balloon, before implanting a replacement valve. The first valve was repositioned to below the truncus brachiocephalicus. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutr-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID envpro-14 (lot: 0011856476); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.